Event description:
The reporter obtained 331 mg/dl and 152 mg/dl blood glucose results on the accu-chek aviva system. The reporter states she obtained an additional comparison with blood glucose results 449 mg/dl and 133 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.